Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The reported event was duplicated by the service technician through functional evaluation. Through disassembly and visual inspection, the service technician noted the ball bearing retainer was broken.

Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device was missing the bearings. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.